Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient, who had her initial left knee implanted with an optetrak logic ps polyethylene tibial insert on (B)(6), 2010, and had underwent a revision procedure to remove the failed polyethylene liner on (B)(6), 2017, in which she was implanted with a second optetrak logic ps tibial insert in the left knee, underwent a second left knee revision surgery due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert on (B)(6), 2022, approximately 5 years 4 months post the first revision procedure. As a result of defendants¿ failure to properly package the optetrak devices prior to distribution, the polyethylene liner prematurely degraded and plaintiff endured revision surgery and other complications due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by accelerated and preventable wear of the polyethylene insert. As a direct and proximate result of the defective nature of defendants¿ optetrak devices surgically implanted in the plaintiff, which necessitated premature removal, the plaintiff suffered, and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and nonmedical sequelae. No device returns anticipated due to this being a legal case. No further information.

Event description:
(B)(6) 2010, left knee primary, serial#: (B)(6) -FDA recall z-0021-2022 dob: (B)(6) 1940 / female (B)(6) 2023, vs, rn-review of revision operative report of 5 jul 2022 [relevant information] preliminary diagnosis: left failed total knee arthroplasty. The femoral implant was found to be grossly loose and removed with minimal bone loss. Tibial was removed with minimal bone loss. Dressings applied, patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Additional information, including product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening cannot be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Fu1 MDR: all fields in d4 are "unk". The device for this report has not been specified.

Manufacturer narrative:
1038671-2025-00017 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings). The following sections were corrected: h6 (health effect - clinical code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.